Event description:
IT WAS REPORTED BY THE CUSTOMER THAT A PYXIS MEDSTATION ES SYSTEM DRAWER FAILED, WHICH CAUSED DELAY IN DISPENSING THE MEDICATION. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Manufacturer narrative:
UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT DRAWER FAILED DUE TO COMPONENT ISSUE. FIELD SERVICE ENGINEER REPLACED THE RAILS ON DRAWER 4 AND ALSO REPLACED THE DRAWER BOARD, SOLENOID, MODULE BOARD AND RETRACTOR BAND TO RESOLVE THE ISSUE. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER SERVICED THE DEVICE.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES drawer failed.The customer stated that there was a delay in patient care.As per part investigation, it was determined that the issue was due to a broken ASSY RETRACTOR DWR HH CUBIE (b)(4), which resulted in the observed thermal damage.There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes, section B Describe Event or Problem, Section D Device Available for Eval and Returned to Manufacturer onCorrection: section D Medical Device Brand Name, Medical Device Model, Unique Device Identifier (UDI), section G Manufacturing Location, Reporting Office, Section H Device Manufacture DateA review of the complaint history for (b)(6) was performed in Salesforce which did not locate a similar complaint with the same failure mode for this serial number.A review of the Device History Record (DHR) for serial number (b)(6), covering the manufacturing period beginning on 20JUN2023, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer reported issue.The reported condition of MedStationES - Drawer has failed was confirmed by FSE and subsequently confirmed in the DCHU inspection process.According to work order #01815901 the FSE reported that rails on drawer 4 were replaced. Customer verified drawer was functioning properly. The FSE replaced the drawer board, solenoid, module board and retractor band. Finally, customer confirmed drawer was functioning properly. The report was closed.During DCHU Visual Inspection:(b)(4): The part was received with broken hinges, a cut flat flex cable, and burn marks surrounding the damaged area.During DCHU Testing:(b)(4): DCHU testing was not required due to the physical and thermal damage observed during the visual inspection.The device was in use for treatment purposes as intended per 21 CFR 820.198(d).Root cause:The root cause of the complaint of a drawer failure was due to a broken assembly of the ASSY RETRACTOR DWR HH CUBIE (P/N 353844-01) which led to the observed thermal damage.